Event description:
The customer contacted stryker to report that their device failed to detect a shockable rhythm. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section b1 adverse event/product problem of the supplemental medwatch report #1 indicates: product problem. Section b1 adverse event/product problem of the supplemental medwatch report #1 should have indicated: adverse event and product problem. Section b2 outcomes attributed to ae of the supplemental medwatch report #1 should have indicated: death. Section h1 type of reportable event of the supplemental medwatch report #1 indicates: malfunction. Section h1 type of reportable event of the supplemental medwatch report #1 should have indicated: death. Section h6 health impact code of the supplemental medwatch report #1 indicates: no health consequences or impact. Section h6 health impact code of the supplemental medwatch report #1 should have indicated: death.

Event description:
The customer contacted stryker to report that their device failed to detect a shockable rhythm. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to detect a shockable rhythm. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.